Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/13/2024, znyo medical received a report that during the preventive maintenance (pm), the occlusion kept alarming after calibrating the p30 rate from 258 to 298. The pressure sensor needed to be replaced. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective (B)(6) 2024 compliant remediation. It was reported to intuvie that during preventive maintenance (pm) the occlusion kept alarming after calibration. The pressure sensor was replaced to resolve the issue. A review of the serial number history revealed no prior similar complaints. The reported failure mode was confirmed. The cause is a component failure of the pressure sensor module. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint (B)(4).